Event description:
It was reported that an angio-seal was deployed in the common femoral artery post procedure. The pt was stable and discharged home. The next day, the pt was re-admitted to the hospital due to bleeding from the groin. The pt had experienced two different episodes of bleeding while at home. No add'l info was available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.